Event description:
Per independent repair center statement, the irc5po2v concentrator was alarming (red light). The key failure was a defective rexroth for the manifold assembly. Additional malfunctions were a defective hose clamp, tie strap for the sieve bed and a missing filter.